Event description:
Recalled depuy asr right total hip hardware removed and replaced during hip revision surgery. Depuy summit tapered hip stem with porocoat, size 5 145mm lgt, hi offset, 12/14 taper, 1570-11-110, lot number: a78g71000. Depuy asr taper sleeve adaptor 12/14 taper, 9998-00-315, lot number: 2092456. Dates of use: 6 years; (B)(6) 2007- (B)(6) 2013. Diagnosis: right total hip replacement. Event abated after use stopped or reduced: yes.